Event description:
It was reported that the user experienced hyperglycemia while hospitalized for knee surgery when the insulin pump was disconnected and blood glucose was checked every four hours despite the user¿s request for two-hour monitoring, resulting in a reported blood glucose of 380 mg/dl that decreased after the pump was reconnected. Symptoms included hyperglycemia. Outcomes included the user monitoring blood glucose as it declined. Investigation included user education or troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event involved hyperglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.